Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Evaluation of the returned device revealed that there were numerous kinks throughout the catheter. The device presented no evidence of any material deficiencies contributing to the confirmed kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The imager ii angiographic catheter was used to diagnose the iliac artery. However, when the catheter was inside the patient's body, the device got kinked and was difficult to remove. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The imager ii angiographic catheter was used to diagnose the iliac artery. However, when the catheter was inside the patient's body, the device got kinked and was difficult to remove. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.